Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in the manufacturing record and the product inspection record. No other similar report was found in the past complaint file. The reported event was presumed to have occurred by the following mechanism; however, the cause of occurrence could not be clarified because the actual sample and cine images could not be confirmed. When the actual sample was inserted into a lesion with a severe stenosis, the tip of the sliding part was caught on the lesion. When a push-in load was applied to the actual sample in the state of (1), only the inner shaft moved forward, the stent was pushed out and partially exposed. When the actual sample in the state of (2) was pulled out, the stent strut was caught on some object (such as a device used in combination) and deformation occurred in the stent strut. Relevant instructions for use (IFU) reference: "do not use in highly tortuous or highly calcified lesions and or vessels proximal to the lesion which could prevent proper pre-dilatation." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that an attempt was made to place a stent in right iliac; however, the stent did not pass through due to severe stenosis. When the catheter was once removed from the patient, the distal end of stent got flared. It was switched from radial approach to lower extremity puncture, and a s.m.a.r.t. Was placed. There was no medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.